Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a vessel site which was located above the inferior epigastic artery (iea) after a diagnostic procedure. Reportedly, the device deployed successfully, but hemostasis was not achieved. The patient was hypotensive and was reported to have experienced pain. Surgical intervention was required. A hematoma was observed after surgical evacuation which was caused due to retro perineal bleeding. Four units of blood were given to the patient. Hemostasis was achieved by surgery. It was later observed that the clip was deployed in the faschia. Patient was reported to be hospitalized but is stable. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The customer reported the device was discarded and therefore a thorough analysis could not be performed. The lot number was not identified; therefore, a device history record review could not be performed.